Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 31) occurred during the load sequence with multiple cartridges. Additionally, it was reported that a cartridge alarm (alarm 24) occurred. Customer reverted to manual injections for insulin therapy. Customer's blood glucose was 230 mg/dl.